Event description:
It was report that an occlusion alarms occurred. The customer went to the emergency room and subsequently admitted to the hospital with a blood glucose level of 590 mg/dl. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the hospital. A systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.